Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that a 12-lead ECG could not be acquired during patient care. The paramedics utilized spare ECG cables to attempt another 12-lead ECG which was successful. The patient was transported to the hospital with no adverse impact.